Event description:
Spacelabs received a report that an ambulatory blood pressure (abp) monitor over-inflated and bruised a patient's arm.

Event description:
Spacelabs received a report that an ambulatory blood pressure (abp) monitor over-inflated and bruised a patient's arm.

Manufacturer narrative:
The abp monitor was returned to spacelabs equipment service center (esc) for service under warranty. The device passed the initial testing with the cufflink nibp simulator. Spacelabs is collecting information from the customer to continue the investigation. At this time there is insufficient data to confirm the alleged malfunction of the device and identify any possible root cause. We will provide a supplemental report once the investigation is complete.

Manufacturer narrative:
Spacelabs equipment service center (esc) tested the subject device and confirmed the device worked to specifications. A review of the patient data revealed that the patient is hypertensive with a large arm circumference (using a large cuff). A relatively high number of recordings were done on the patient using the protocol of 10-minute intervals during the day and 30-minute intervals during the night. The patient data shows evidence of high systolic and diastolic values with several re-tries suggesting that patient motion artifact caused extra readings which could lead to bruising. A spacelabs clinical advisor recommended the customer lower the number of recordings and indicated that there have been no patient complaints received after the change was made. We have concluded that no further action is required and consider this issue closed.